Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was contamination on the battery board and the y1 crystal was open on the bedside board. The cause of the resets is the contamination is ingress of an unknown contaminant. The root cause of the open crystal cannot be positively identified. No adverse event resulted from the defective charger/modem.